Event description:
It has been reported that device output was measured at 400 joules during test by biomedical engineer. Device is not configurable for that energy level - issue is being reported as possible product malfunction pending investigation.

Manufacturer narrative:
(B)(4). Device evaluation pending.